Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-apr-2024. The device evaluation was completed on 14-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between the pebax and the electrode section and a foreign material inside of it. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section initially reported a signal on distal electrode of the ablation catheter was very noisy when plugging in the catheter. Cable changed, catheter changed and problem solved. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-may-2024 observed a separation between the pebax and the electrode section and foreign material was inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 14-may-2024 and have assessed this returned condition as reportable.